Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the ins moved around too much in the patient. The consumer mentioned sometimes it took the patient¿s breath away when the ins moved.